Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during a magenresektion procedure small intestine staples closed but on the tissue backside they stand out. No adverse patient outcome. One device and two reloads were discarded by the hospital.